Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer did not function as intended. During testing, the entire drawer popped out despite only one drawer being requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not working. A field service engineer (fse) reseated the mini drawers and replaced the engine cable using a customer provided part. The system functioned as intended after field service engineer repaired the device.